Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The supplier evaluation revealed that the control electronics are defective, one contact is broken. Further the ball bearing is rough, the rotor version is old.

Event description:
It was reported that the pin is broken off. There was no harm or adverse event for patient, operator or third party reported. No further information received.